Event description:
Fixture removal surgery performed due to suspected deep infection. Pain, both with and without loading, was reported as clinical signs. Surgery took place on (B)(6) 2024.

Manufacturer narrative:
The most probable root cause is suspected deep infection.